Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient has received medical intervention and reported to have part of the lung removed. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed. As per secondary findings manufacturer observed dust/dirt contamination on top and bottom enclosures, keypad, control dial, ui panel, rear panel, sd cover flip door, accessory module flip door, blower box, blower upper cap, blower, p4 power connector. Also observed the device was missing the two screws in the pca board. There is a brown unknown contaminate on the inside of the ui panel, inside the rear panel, and inside the bottom enclosure. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did receive medical intervention and reported to have part of the lung removed. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.